Event description:
It was reported that the pt underwent an open colon resection in 2003. Later on office notes indicate that the pt did well. The following month the pt returned for a subsequent follow up visit, and the attending physician then noted the development of a granuloma/suture extrusion to the skin with indications of infection developing from the open site. The attending physician reports being able to visualize remnants of the suture. No cultures were taken. Three days later the physician reopened the wound and removed the suture and granulomatous tissue.